Manufacturer narrative:
Evaluated three open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call that she had issues with the reservoirs. She was in the hospital for a non-insulin pump or diabetes related issue. The customer was also hospitalized on sunday from passing out but it was not diabetes related. Several reservoirs did not work. She tried to push insulin through the reservoirs but it was stuck. Customer's blood glucose level was not reported but it was high due to the flu. The customer was advised that the device would be replaced and agreed to return the product for analysis.